Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, at left hemicolectomy, the surgeon started squeezing the handle, however the tissue was piled up between clamp cover and knife blade. The surgeon fully fired the device and tried to remove the cartridge from the tissue, however piled up tissue was stuck to the cartridge. The surgeon had to pull the cartridge by force so he/she could remove the cartridge from the tissue. A hole was noted on the tissue the surgeon pulled. Surgeon sutured the damaged tissue. The procedure was completed with another device.